Manufacturer narrative:
It was reported that colonic ftrd was used for a treatment in the coecum. Clip application was not verified by the user before tissue resection. The resulting perforation was closed by surgery. The technical analysis of the device in question revealed no irregularities or deviation from product specification. The functional test carried out showed clip deployment without any problems. The risk of causing a perforation is indicated in the instruction of use. Moreover, it is addressed in the user trainings to verify successful clip application before resection of target tissue. This report is part of the additional information requested by the FDA and the subsequent notification, as communicated by ovesco on 24.10.2024 and refers to: "follow up questions ftrd system perforation-clip detached failure_10-03-2024 annex 1".

Event description:
It was reported that colonic ftrd was used for a treatment in the coecum. Clip application was not verified before tissue resection. As a result, a perforation occurred which was managed by surgery.